Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgeon complaint is that due to the difficulty of reading depth accurately with this device he placed a screw through the acetabulum into his patient's soft tissue potentially causing harm.

Manufacturer narrative:
The device associated with this report was not returned. A depuy design engineer was notified of this complaint. A two year search of the complaint database did not identify a trend. A complaint review conducted in april 2014 showed that this is not a common issue with the design; however, these instruments are currently being monitored as part of the post market surveillance procedure (dva-107591-pmsp) if any design related issues arise they will be captured and evaluated through the process. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.